Event description:
It was reported via merlin.net transmission that alerts for out of range hv lead impedance was observed. The alerts occurred because it was programmed from the upper limit for monitoring down since the last transmission. Programming changes were recommended, however was not made. The patient was fine.